Event description:
When the device was used for venous access, it severed. The pt complained of pain. The catheter was checked and it was noted that a piece of the catheter had broken off and remained in the pt's arm. An incision was performed and it was removed without any further pt consequence.